Event description:
It was reported that a progav 2.0 shuntsystem (part # fx597t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in under-drainage and adjusted itself several times. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: (B)(6), height: unknown, gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the visual inspection the following could be detected: particles in the prechamber. Proteins deposited on the exterior of the entire product. Permeability test: a permeability test has shown that the valves are permeable, but it could be observed that turbid fluid with small particles was leaking from the valves. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating not within the specified tolerances in the vertical position. An accelerated outflow could be observed. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, some deposits were found in progav 2.0 and several deposits were found in shuntassistant 2.0. Results: based on our investigation, we can ascertain an increased outflow of liquid at the shunt system at the time of our investigation. During our examination we could not confirm the claimed spontaneous adjustments. We could not detect any deviation in the function of the brake and adjustability. We assume that deposits which were found inside the valve have led to malfunction. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.